Manufacturer narrative:
Additional lot # x09034. Super poligrip is mfg in (B)(4). The lot number(s) for the unk formulation(s) of super poligrip is unk while the lot # for the super poligrip is known. It is unk whether the products will be returned for quality assurance testing.

Event description:
This case was reported by a consumer and described the occurrence of muscle weakness in a (B)(6) male pt who received super poligrip denture adhesive cream (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip free denture adhesive cream. Concurrent medications included dextropropoxyphene hydrochloride plus paracetamol (propoxyphene hydrochloride plus acetaminophen), atenolol, aspirin, glipizide, alprazolam and calcium sodium poly (vinyl methyl ether-maleate) (fixodent). In 1995, the pt started unk formulations of super poligrip (dental). On an unk date, the pt started using super poligrip free denture adhesive cream ((B)(4)). At an unk time after starting super poligrip, the pt experienced muscle weakness, walking difficulty, unable to sit up, difficulty standing and trouble walking. The pt was hospitalized. Treatment with super poligrip was continued. At the time of reporting, the events are unresolved. Wife of consumer reported that her husband was hospitalized for three days in (B)(6) 2010 and for eight days in (B)(6) 2010 due to his symptoms. Her husband's arms and legs are weak, he has muscle weakness all over his body, at times he is unsteady when walking, occasionally he has needed help to sit up and help to stand up. She reported that he had lab tests two days ago, results not yet known. She reported that his doctors have not determined the problem that is causing his muscle weakness and other symptoms.